Manufacturer narrative:
Concomitant medical product: 1156t-86 lead, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right atrial (ra) lead exhibited high thresholds, and the right ventricular (rv) lead exhibited both high/ undefined pacing impedances and high thresholds. The rv lead was reprogrammed, and both leads remain in use. No patient complications have been reported as a result of this event.